Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per instructions for use (IFU) and was inserted without issues. However, while removing the dilator, it was observed that the side port of the stopcock was broken, resulting in a loss of fluid column. Aspiration was performed and the sgc was removed and replaced. The procedure was completed with two clips implanted, reducing the mr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The returned device analysis confirmed the reported flush port break. The reported leak/splash associated with a loss of fluid column could not be replicated in a testing environment. Based on the reported information and returned device analysis, two exceptions (issues) are referenced as this complaint is within the scope of these exceptions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the broken flush port resulting in loss of fluid column (leak/splash) to be related to a potential product issue. The investigation evaluated the reported issue, and the engineering group confirmed the issue not to be related to the manufacture, design or labeling of the product; however, a potential root cause related to environmental stress cracking (esc) was determined. Additionally, it was confirmed that the calculated occurrence risk level is within the expected rate per the risk assessment. Unexpected medical intervention was a result of case-specific circumstances. Abbott will continue to trend the performance of these devices.